Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that a surgeon performed a revision of a patient's left knee due to infection. The surgeon washed the site out and exchanged the poly and the hinge. Rep reported that the 7 implanted products were the same product names as the 7 explanted products. Explants cannot be returned and no further records or information is available to the rep due to hospital policy.